Event description:
The patient reported that over the course of a few days, his blood glucose values were starting to get very high. He reported that in 2006, his blood glucose value was 475 mg/dl. At that time, he examined his infusion device and noticed that the insulin cartridge stopper had turned sideways in the cartridge. The patient stated that he did not notice any insulin leaking from the cartridge and did not notice any insulin in the insulin cartridge compartment. The patient stated he changed the insulin cartridge and administered a bolus. He reported that his blood glucose values reduced to 107 mg/dl and then went back up to 369 mg/dl the following morning. The patient reported that he administered an additional bolus and his blood glucose values reduced (value not provided). No medical treatment required. The patient discarded the affected product; therefore, no product will be returned for evaluation.

Manufacturer narrative:
Product not returned for eval.